Event description:
Abbott ID now covid-19 assay use for covid-19 under emergency use authorization (eua): pt admitted to hospital on (B)(6) 2021 for other condition. Abbott ID now covid-19 assay negative on date of admission. Repeat testing with abbott ID now performed on (B)(6) 2021 in preparation for readmission to ecf, test was positive. The same day, a genexpert xpress sars cov 2 test was performed and was negative. The next day, the abbott ID now covid-19 assay was repeated and negative. Two days later, the genexpert and abbott ID now were repeated and again were negative. The result on (B)(6) 2021 is believed to be a false positive. This was our second false positive within a week.